Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the liquid crystal display board.

Event description:
It was reported that the insulin pump had a black rectangle on the screen and the device was unresponsive. No further information was provided.